Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer is having problems with the insulin pump's buttons. The customer stated she hears the click when she's pressing it but it does not do anything. Insulin pump's buttons are unresponsive. Customer's blood glucose was 9.2mmol/l. Advised customer to discontinue the use of insulin pump and revert to back up plan.

Manufacturer narrative:
The pump was received with all buttons responding properly. No damage or moisture damage was noted on the keypad assembly. No display ramping on its own anomaly was noted. No unlocked keypad connector or button keypad anomalies were noted. The pump failed the leak test. The pump leaked at a crack on the back of the case. The pump was received with a cracked case on the corner of the belt clip rails near the battery compartment and minor scratches on the lcd window.